Manufacturer narrative:
A ge representative evaluated the system and could not duplicate the reported problem. Ge representative checked the batteries and found them to be at the appropriate charge voltages. System operates as intended.

Event description:
The customer reported, the system displayed a charger failed error message. No patient injury was reported.